Manufacturer narrative:
Immucor technical support assessed the instrument test well image in question on 19jul2018, and determined that it was visually positive. There were no errors noted during the blood sample processing on the event log. An immucor employee visiting the customer site on 20jul2018 replaced the instrument probe, and then subsequently retested the blood sample in question which then yielded the expected positive outcome. The replacement of the probe resolved the issue. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported on behalf of a customer site an unexpectedly negative antibody screen when tested on a galileo echo instrument on (B)(6) 2018.